Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192, 184, 192 and 323mg/dl. The customer's expected fasting blood glucose test result range is 75 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is within the month of january 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is on metformin and glumapride to control her diabetes and tests 2 times per day. Customer states that she has no changes to her diet or exercise regimen. Customer takes her blood tests fasting.